Manufacturer narrative:
The cc has been updated to note that it was the right limb, not, the left limb that had the fracture. Complaint conclusion: the report received from the affiliate indicated that during a procedure for insertion of an optease retrievable vena cava filter, when the physician advanced the device through the tortuous left iliac vein, the barbs from the filter penetrated the introducer sheath. The physician had difficulty advancing and withdrawing the device and had to remove both the filter and sheath together. Another optease filter was used to complete the procedure successfully. There was no reported patient injury. The access site was the left superficial femoral vein. The patient had a right lower limb commuted fractured. The ivc filter was being inserted for prevention of pulmonary emboli. The product was returned for inspection. One non sterile 6 fr. Sheath introducer with an optease filter inside was received. The cannula had a pin hole at 20 cm from distal end. The filter was received with blood inside the cannula. No visual anomalies were found on the filter. The filter was pushed out through the cannula without friction or resistance. The filter was sent to ndc for further analysis, after the analysis the optease filter in question appears to be conforming to required specifications and is unlikely to be the root cause for the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue (cannula damaged) reported by the customer was confirmed during analysis. The cause of this damage on the cannula could not be determined since neither the analysis performed by cordis and the filter supplier (ndc) nor the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. Procedural factors might be contributed to this cannula damage. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics along with the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a procedure for insertion of an optease retrievable vena cava filter, when the physician advanced the device through the tortuous left iliac vein, the barbs from the filter penetrated the introducer sheath. The physician had difficulty advancing and withdrawing the device and had to remove both the filter and sheath together. Another optease filter was used to complete the procedure successfully. There was no reported patient injury. The access site was the left superficial femoral vein. The patient had a left lower limb comminuted fracture. The ivc filter was being inserted for prevention of pulmonary emboli. The product was returned for inspection. One non-sterile 6 fr. Sheath introducer with an optease filter inside was received. The cannula had a pin hole at 20 cm from distal end. The filter was received with blood inside the cannula. No visual anomalies were found on the filter. The filter was pushed out through the cannula without friction or resistance. The filter was sent to ndc for further analysis, after the analysis the optease filter in question appears to be conforming to required specifications and is unlikely to be the root cause for the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue (cannula damaged) reported by the customer was confirmed during analysis. The cause of this damage on the cannula could not be determined since neither the analysis performed by cordis and the filter supplier (ndc) nor the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. Procedural factors might be contributed to this cannula damage. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics along with the operational context of the device and is not related to a product quality issue.

Event description:
The report received from the affiliate indicated that during a procedure for insertion of an optease retrievable vena cava filter, when the physician advanced the device through the tortuous left iliac vein, the barbs from the filter penetrated the introducer sheath. The physician had difficulty advancing and withdrawing the device and had to remove both the filter and sheath together. Another optease filter was used to complete the procedure successfully. There was no reported patient injury. The access site was the left superficial femoral vein. The patient had a left lower limb comminuted fracture. The ivc filter was being inserted for prevention of pulmonary emboli. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.